Event description:
Sterile barrier of the pouch containing the femoral component was compromised. The implant was sterilized at the hosp and the case was completed successfully.

Manufacturer narrative:
Sterile barrier of the pouch containing the femoral component was compromised. The implant was sterilized at the hosp and the case was completed successfully. Review of the device history record indicates that the device was manufactured to spec. All processing steps were completed successfully.